Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on an unknown date and an absorbable hemostat was used to pack the gall bladder bed. Post- operative, the patient complained of pain. On CT imaging contours resembling an abscess at the site were seen at the site were the agent was packed.